Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The tubing set was being used to deliver an unspecified volume of normal saline, at an unspecified rate. At an unspecified time, it was reported the pt was in cardiac arrest. The customer contact reported that during resuscitation, an unspecified prefilled glass syringe was connected to the distal clave y-site of the tubing set to deliver 1:10,000/10ml, via IV push. It was reported that the glass syringe was not easily connected to the clave y-site and required force. After the medication was delivered, the syringe was disconnected from the clave y-site. At this time, an unspecified volume of solution leaked from the port of the clave y-site. The customer contact reported that the clave port was damaged. No specific details were provided. It was reported that the male adapter of an unspecified reflux valve was then connected to the clave y-site to prevent any further leakage. The tubing set was replaced and the therapy was resumed. The customer contact reported a delay of critical therapy; however, there were no reported adverse pt effects and no reported medical interventions. It was reported that the pt was successfully resuscitated and was transferred to a tertiary hospital. On an unspecified date, the pt was discharged. Though requested, no additional info was provided.